Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he work up with high blood glucose of 457 mg/dl. Customer stated the infusion set detached on its own. Customer had to change the entire infusion set. Current blood glucose was 164 mg/dl. Customer symptoms were thirsty. Customer declined to perform troubleshooting steps for high blood glucose. Customer was advised to call back if issue reoccurred or any other issue. The device is not returning for analysis.